Event description:
It was reported an implant migration occurred. A left atrial appendage (laa) closure procedure was performed and a 31mm watchman flx pro closure device was implanted. 45 days post index procedure for the routine follow up imaging, transesophageal echocardiogram (tee) revealed the closure device had shifted slightly from its implanted position and appeared on its side in the 45-degree tee view. Despite remaining within the laa, the migration is causing the closure device to no longer meet release criteria. No flow or movement is noted around the closure device. There were no reported patient complications. There were no reported interventions at this time. The patient will return in 4 to 6 weeks for a repeat tee to minimize any risk of the device dislodging.

Event description:
It was reported an implant migration occurred. A left atrial appendage (laa) closure procedure was performed and a 31mm watchman flx pro closure device was implanted. 45 days post index procedure for the routine follow up imaging, transesophageal echocardiogram (tee) revealed the closure device had shifted slightly from its implanted position and appeared on its side in the 45-degree tee view. Despite remaining within the laa, the migration is causing the closure device to no longer meet release criteria. No flow or movement is noted around the closure device. There were no reported patient complications. There were no reported interventions at this time. The patient will return in 4 to 6 weeks for a repeat tee to minimize any risk of the device dislodging.

Manufacturer narrative:
Media was received and reviewed by boston scientific. It showed the implant had a somewhat compressed distal end, but there was no indication of use error.